Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the metal cap was detached and not returned. The glass cap exhibited severe devitrification at output window. The fiber could be independently rotated within outer flow tubing. The outer flow tubing open end exhibited stretching, minor scratch marks, and mild contamination, likely biologic. Based on the metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed metal cap detachment.

Event description:
Analysis of the device found that the metal cap was detached. No complications to the patient occurred due to this event.